Manufacturer narrative:
Analysis found that there was high resistance in the battery. Analysis found corrosion and/or wear and/or lubrication in the pump motor. Analysis found a pump motor stall due to shaft bearing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving gablofen (2,000 mcg/ml) at 250 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. A critical alarm was occurring. The patient had been in withdrawal since the night of (B)(6) 2016. The pump logs were checked on 2016-oct-01 and confirmed safe state and low battery reset occurred the night before. The healthcare provider re-programmed back to the patient's rate and programmed a therapeutic bolus to help manage the withdrawal. Monitoring the pump if they were going to use it for therapy until it could be replaced on monday ((B)(6) 2016) was discussed as there was a possibility that the reset and safe state could occur again. They likely wouldn't get the replacement scheduled until monday.

Event description:
It was reported that the pump was replaced on (B)(6) 2016 and will be returned to manufacturer for analysis. Rep also stated that there have been no resets since 1st and pump was running back at the 250mcg/day rate. The patient's dose was reduced to 225mcg/day after the replacement.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from a manufacturer representative. The pump was returned for analysis on 2016-oct-19.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.